Event description:
It was reported that this atrial lead had some abrupt changes in pacing impedances that started five months ago that ranged from 398 - 500 ohms, and now recently triggered a lead safety switch to unipolar due high out of range impedances. There was also observations of noise, however no noise was able to be reproduced. Review recommended to bring the patient in for further review. Lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).